Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. Low battery life, unexpected restart alarm, reset anomaly after battery change, numbers display count down anomaly were not verified due to blank display. The device had minor scratches on the display window, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call, she had taken the device off to take a shower. When she attempted to reconnect to the device, the display was blank. She replaced the battery and it alarmed unexpected restart. The device also had crack on the battery compartment. Customer's blood glucose was 148 mg/dl. Troubleshooting performed for blank display and it was found the reservoir compartment was damaged and the rubber ring around the battery compartment was off. The device hadn't been previously dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.